Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Electric dermatome slowed down and stopped after surgery. No damage to the product. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On october 4, 2018, it was reported that the unit used to slowdown during extended use. The customer returned an electric dermatome device, serial number (B)(4)., for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea have previously repaired/evaluated electric dermatome serial number (B)(4). Two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was returned with no damage specified and the bearings, spring seal, motor, and switch were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on october 16, 2018 revealed that the motor and power cord were corroded. The motor speed was within specifications and the control bar was in the correct position. The calibration was out of specifications at the zero setting only. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on october 30, 2018 which included replacement of the bearings, spring seal, motor, plug harness assembly, seal/strain relief, thickness control shaft, set screws, and fine adjustment cams. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the product review it was noted that the motor speed was within specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor speed was within specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.